Event description:
No RMA was issued, the product is not expected to be returned, the sterile processing representative reports the user facility is having problems with screws falling off from the following instruments; rb4882, rb4853, rb4854, and rb4855. On two occasions the screws have fallen into the patient. No patient injury was reported. Based on the reported information , manfacturer can not concur which instrument was involved in the reported two occasions of the screws falling into the patient. As per the FDA on 02/2003 three additional complaints were opened so manufacturer may submit these incidents as four individual reports. The instruments will not be returned for evaluation.